Event description:
Two holmium laser fibers broke during procedure at distal tip.

Manufacturer narrative:
Both fibers broke in the scope outside of the patient with no potential injury to anyone, and no injury reported. Both fibers were notd to be broken in the scope. No details of the fiber breakage was provided, but handling of the fibers within the scope would be the most possible cause, since the fiber meets the bend radius requirements, and met the other fiber requirements when released from dornier.